Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 8021545-2026-02302- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was high and patient was treated with correction injection via multiple daily injection (mdi). The patient reported that the infusion set cannula did not insert properly or remain in place as expected because they were provided with a 13 mm cannula instead of the 17 mm cannula they typically use and had not requested this change. No further information available.